Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and replaced the battery back assembly. The unit passed testing and operated within the manufacturing specifications. Should the replaced component be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator battery did not last 30 minutes. The ventilator was reported to be inoperable and was in a safety valve open condition. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Device evaluation summary: one bps battery pack was returned to medtronic for further analysis. The battery was attached to the failure investigation test ventilator and it powered up normally without any errors. During ventilation the ventilator was disconnected from mains power and was allowed to run on dc battery. The ventilator ventilated for 28 minutes before alarming that there was less than 2 minutes of power remaining. It was noted that the failure notification date in the field was feb 7, 2019 and the expiry date on the battery was september 2016. As per the 840 service manual, the battery life depends on the history of use and ambient conditions and is required to be replaced every two years or as necessary. The cause of the observed condition was determined to be the expired battery. No corrective actions were taken since the event included in monitoring. If information is provided in the future, a supplemental report will be issued.